Event description:
In this event it was reported that the lever on a tradition handpiece appeared to be too large and cut a pt inside their mouth; the cut required sutures.

Manufacturer narrative:
The device was returned, evaluated and found to be within spec. Microscopic eval did not show any evidence of sharp edges on the lever. Further testing determined that the failure mode could not be reproduced. While the device did not malfunction in this event, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803.